Manufacturer narrative:
(B)(4).

Event description:
A customer reported that there was approximately 10 ml leak from the coulter act diff 2 hematology analyzer onto the counter. The operator was wearing gloves and a lab coat when the leak was found. There was no injury or exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was reviewed, and there is an exposure control or risk management plan in place. The leaked fluid may have contained blood, diluent, lyse and clenz (cleaning agent). Patient results were not affected and there was no death, injury or change to patient treatment attributed or connected to this complaint. Beckman coulter field service engineer found a rbc filter tube line into the rbc bath was disconnected. The engineer cut the tip of the tubing and reconnected it to resolve the issue.